Event description:
Per the audiologist, the pt reported that since 2007, sound with the cochlear implant system had decreased in loudness. Results of an integrity test done on ten days later, showed normal receiver/stimulator function with multiple electrode anomalies. Deactivation of these electrodes in the sound processor program was recommended. The patient's device was explanted approx seven months later. No information on reimplantation was reported.

Manufacturer narrative:
This type of event is addressed in the device labeling.